Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported lot number was confirmed from the returned packaging. On visual inspection, there were no anomalies noted to the cat 5. There were no anomalies noted to the axs offset catheter and the radio opaque (ro) marker was present. Dimensional and functional inspection were not required as the defect was not confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The available information states that there was a marker band found detached within the axs catalyst 5 catheter, it could not be determined which device it was from. The device was returned and it was confirmed to meet specification, there was no evidence of damage or a missing ro marker band. An assignable cause of not confirmed will be assigned to the reported ro marker(s) detached/separated/not visible under fluoroscopy and device interaction with another device, as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the subject catheter's radio opaque (ro) marker detached during procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the subject catheter's radio opaque marker detached during procedure. No clinical consequences were reported to the patient due to this event.